Manufacturer narrative:
(B)(4) - the product has been requested but has not been received. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
The customer reported that the patient was sitting on a sensor with the alarm and when the patient got up the alarm did not sound. The customer reported that the alarm's battery door had to be pushed in for the alarm to power on and that they discarded the sensor pad that was in use at the time. There was no patient injury that occurred.